Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use, the issue was intermittent and could happen at the end of a procedure. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system's log file determined that, intermittently, the system would not receive a command from the wired footswitch even when the foot switch pedal was pressed. The fse replaced the wired footswitch. The wired footswitch was returned for analysis, but no conclusion could be made from the failure testing. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure. The device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.